Event description:
It was stated that the customer was hospitalized for high blood glucose levels with a reading of 313 mg/dl. It was stated that the customer was vomiting prior to going to the hospital. Troubleshooting was performed and found that the insulin pump gave an error alarm that erased the settings prior to the event. The insulin pump passed the prime, high pressure and self tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.